Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the in left anterior descending (lad) artery with moderate tortuosity. Pre-dilatation was performed with a 2.0x12mm balloon, followed by deployment of the 3.0x38mm alpine stent at 10 atmospheres (atm). After post-dilatation with a 3.0x12mm non-compliant (nc) balloon at 18 atm, a distal edge dissection was noted. A 3.0x18mm stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.